Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 150 mg/dl. The customer was unable to rewind the insulin pump. Drive support cap appears to be normal. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, primer and excessive no delivery test or verify trace pointers are invalid alarm due to motor error alarms.